Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic has small split/cracked areas of damage in the distal area. The optic is torn/cut into two portions. Additional split/cracks spread into the lens material from the torn optic damage. Product history records were reviewed documentation indicated the product met release criteria. Qualified associated cartridge and handpiece products were used. A non-qualified viscoelastic was used in the cartridge. Lens damage was observed. The damage was most likely interpreted as the reported complaint of "defective". The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective. There was reported patient contact but no reported patient impact. The procedure was completed using a backup lens. Additional information was requested.